Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit is broken, fibre bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was traced to r-unit (charged coupled device) is broken .in addition, the cause of the fibre bonding in the outer tube area (distal end) was damaged could be component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic had displayed red/green image the issue was found during a set up. There were no reports of patient involvement.